Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device leaked pneumo. The doctor and tech used pinky finger to get the seal to close. There were no adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? Were you able to identify where the leak was coming from? Was a device inserted in the trocar during the leaking? If so, what device? Was any torque being applied to the trocar or device?

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? I can't remember. Were you able to identify where the leak was coming from? Yes. Was a device inserted in the trocar during the leaking? If so, what device? Yes, leaked when device was moved around or removed. Was any torque being applied to the trocar or device? Yes, but very minimal.